Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient deceased during an implant procedure. The right atrial and right ventricular lead had already been implanted. While positioning the left ventricular lead, the patient's blood pressure dropped and no cardiac movement was noted in x-ray. Stat echocardiogram confirmed that there was no cardiac perfusion or cardiac tamponade. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown. Related manufacturer reference number: 2017865-2019-10174, related manufacturer reference number: 2017865-2019-10176.